Event description:
Medtronic received information that during implant of this 29 millimeter (mm) transcatheter bioprosthetic valve into a patient with perimeter 78 (perimeter derived 24.8 millimeter (mm)), a calcium score 4000, v-max 5 ,9 and a gradient pre-procedure of about 90 millimeters of mercury (mmhg), the valve was loaded and checked in all recommended ways. Overlapping to the fourth node was noted, but no further. A pre-dilation was performed with a 22 mm balloon twice. It was noted to be very difficult to get the balloon inflated due to the massive calcification and a narrow native annulus. During implantation, the valve was noted to be constrained. The position on the non-coronary cusp (ncc) was verified with cusp-overlap technique (cot) (rao) projection and was noted to be in a good position. While releasing the valve, it migrated upwards and embolized. The physician noted that they felt tension in the delivery catheter system (dcs) and tried to push the dcs forward while releasing tension of the wire. A new 29 mm valve was loaded and placed in a good position. Moderate paravalvular leak (pvl) was noted. A post balloon aortic valvuloplasty (bav) was performed with a good result. Additional information was received indicating that it was unclear if the delivery catheter system (dcs) contributed to the dislodge. It was reported that the valve was heavily calcified and that the pre-implant balloon aortic valvuloplasty (bav) was not effective enough, despite the two attempts. It was reported that the patient was rapid paced at 180 beats per minute (bpm) during the post-implant bav.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA: 624392. Image review: three media files were provided for review. Fluoroscopic valve load inspection was not provided for review, but it was reported overlap to the fourth node was noted. Overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload, thus the valve and delivery catheter system (dcs) should not be used and a new valve should be loaded onto a new dcs. However, the valve was used for implantation. The valve was deployed to 80% and depth assessment was performed. The depth at the non-coronary cusp (ncc) was approximately 1mm. Depth assessment at the left coronary cusp (lcc) was performed in the lao view and was approximately 2-3mm. Additionally, the valve appeared to be under expanded. The target depth of implantation is 3mm. Recapture is recommended if depth 1mm or >5mm. In this case, a recapture was not warranted. However, due to the shallow depth, caution must be taken when releasing the valve by pulling back the wire from the apex of the left ventricle, applying slight forward pressure/force onto the dcs and very slow release. Of note, the guidewire was not retracted which could have added tension to the dcs and contributed to the valve dislodgement. The patient¿s executive summary was not provided for anatomical review. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak (pvl) is a known potential adverse effect per the device instructions for use (IFU) and can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. In this case, the patient¿s calcified anatomy is likely a contributing factor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.